Manufacturer narrative:
According to the technician's statement, reported issues were reproduced during on-site visit. Dc/dc & battery control board, monitoring board, turbine module, expiratory channel board and inspiratory flowmeter were cleaned and adjusted. The device was delivered to the user in working condition. Unfortunately, the device¿s logs were not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to mentioned parts.

Event description:
It was reported that the ventilator generated a technical error codes indicating turbine module communication error and power errors. There was no patient harm. Manufacturer's ref. #: (B)(4).